Manufacturer narrative:
(B)(4). Field service responded to the customer's call to evaluate the device, confirmed the failure, and installed a new main printed circuit board to resolve the customer's reported issue. The ventilator operated to correct specifications and passed all tests. At the time of this report, the suspect component has been received by the failure analysis lab but the evaluation has not started. When the devices has been evaluated, a supplemental report will be issued outlining the findings.

Event description:
During an unknown time of use, a vela ventilator had a suspected issue with the transducer due to a xdcr fault. Additional information on patient involvement was asked but not provided by the customer, at this time patient involvement is unknown.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but not duplicated in the laboratory setting. The root cause of the reported issue turbine differential pressure transducer (pt800) in the events log.